Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012335240 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The following functional testing was performed. Observations were as follows. The steering mechanism and deflection test revealed the sheath did not reach secondary deflection at 90°. The dissection test revealed a broken pull wire inside the handle. In conclusion, the sheath failed the return product inspection die to a broken pull wire and a kink was observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath deflection knob was unable to turn clockwise. Despite the issue, the case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.